Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose reading was 500 mg/dl. Customer reported that she has not been able to bring blood glucose down. Customer reported that she has done troubleshoot with the insulin pump itself and it's working fine but it's a problem with the infusion set and the reservoir is working fine. Customer reported that she has used a syringe a couple times to treat high blood glucose. Customer reported that she does not wish to troubleshoot. The insulin pump will not be returned for analysis.